Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella 5.5 pump for a surgical patient who was sent to the intensive care unit with an open chest. The patient had been bleeding some from chest tubes but also oozing at line insertion sites. The patient received three units of fresh frozen plasma and two units of packed red blood cells overnight. Bleeding was not felt to be related to th impella. Bicarbonate was in purge solution. Systemic heparin had not been started yet but will continue to monitor bleeding and start when approved by the doctor. Weaning was successful and the device was explanted. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be patient condition because of the bleeding from multiple location, from chest tube and the access sites.